Manufacturer narrative:
Follow-up # 1 ¿ (10/31/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/25/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to another device. The patient reported blood glucose results of "178 mg/dl¿ with the subject meter and ¿102 mg/dl¿ on another meter, performed within an unspecified time of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.